Event description:
About 1 week after receiving breast implants in 2005, I started struggling with my sleep terribly. I tried on over 20 medications in over a decade and nothing worked. There has been so much inflammation in my body that medications could not even do "their job"/work on me. I had complications from breast implants for almost 16 years until I removed them this past (B)(6) 2021 thanks to an rn colleague of mine. Since we were not informed of all of the side effects these implants could cause, no one knew that the problems I was having was due to my breast implants. I have spent over 15 years suffering with crippling insomnia (0-3 hrs of sleep a night) that has been resistant to treatment and doctors just couldn't find out why, severe gerd (and doctors didn't know why), palpitations (and doctors couldn't find out why), extreme fatigue, sob, and so much more. The breast implants ruined all of my 20s and most of my 30s. Now that I have explanted I'm about 80%-85% better and looking forward to finally being healthy again as my body continues to heal. I wish I would have been informed of all the potential side effects breast implants can cause. I would have never gotten them if I had been informed and knew that there would be a possibility of me experiencing all of the horrible symptoms I have had. Due to education not being out for consumers or health care professionals my life was ruined for all of those years. It's really unfair. (Education is everything). FDA safety report ID# (B)(4).